Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: schnetzke, m. Et al (2015), additional bone graft accelerates healing of clavicle non-unions and improves long-term results after 8.9 years: a retrospective study, journal of orthopaedic surgery and research, vol. 10(2), pages 1-9 (germany). This retrospective study aims to find out whether plating with local bone preparation or alternatively with additional bone graft from iliac crest influenced bone healing rates in patients with clavicle non-unions or delayed fracture healing. A secondary aim was to find out whether long-term functional results were affected by bone grafting and whether clavicle length restoration might have influenced the results. Between 2001 and 2009, a total of 58 patients (42 male and 16 female) with a mean age of 38.7±12.4 years (range, 19-67 years) were included in the study. These patients were subdivided into 2 treatment groups: group 1 (no bone graft) received a local clavicle bone preparation with removal of the bone sclerosis at the site of non-union consisted of 25 patients while group 2 (iliac crest bone graft) received bone graft from the iliac crest (tricortical block or cancellous bone) in addition to local preparation consisted of 33 patients. The following implants were used: locking compression plate (lcp; 60%; synthes, umkirch, germany), limited contact dynamic compression plates (lc-dcp; 23%; synthes, umkirch, germany) and hook plates of the lateral. Clinical outcome was determined by questionnaires (dash (disabilities of the arm, shoulder and hand), constant, visual analogue pain scale (vas), sf-36). Preoperative vas numbers were taken from the patient¿s records. Average clinical follow-up was 8.8±2.4 years (group 1) and 9.0±3.0years (group 2). Average radiologic follow-up was 2.5±2.2 years (group 1) and 2.0±1.5 years (group 2). Average radiologic follow-up was 2.2±1.8 years in all patients. The following complications were reported as follow: a (B)(6) year-old male with mechanical instability underwent revision with bone graft and locking compression plate due to non-union. (Figure 6). 9 patients required further re-osteosynthesis after 5.6±4.9 months due to persisting non-union after the first revision. 7 patients from group 1 and 2 patients from group 2. These patients were treated with bone grafting by a tricortical bone block. 4 patients did not achieve bone consolidation during follow-up. 3 patients from group 1 and 1 patient from group 2. 2 unknown patients whether from group 1 or group 2 developed an infection related non-union which was relatively asymptomatic. 7 unknown patients whether from group 1 or group 2 after grafting reported temporary pain at the donor site as a minor complication. This report is for an unknown synthes locking compression plate this is report 1 of 4 for (B)(4).